Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was filling their insulin pump and the reservoir did not have any insulin in it. The pump alarmed no delivery and the customer cannot get out of it. Customer's mother stated that she pressed the act and esc buttons, but the pump just shows the status. Customer's mother stated that she figured it out and hung up. No additional information provided.